Event description:
The pt received her scs system, including two percutaneous leads (from the same lot), on (B)(6) 2010. It was reported that the pt had two falls and subsequently lost stimulation. The physician explanted and replaced the leads on (B)(6) 2011. Effective stimulation was reported postoperative.

Manufacturer narrative:
Evaluation: results: as received, both leads were kinked with all wires broken. The kink/broken wires are consistent with overstress the lead was subjected to while implanted. The cam (compression) mark on the leads from the swift lock anchor when aligned to the anchor showed that the kink and broken wires were at the distal (male) end of the anchor. The distance from the cam mark to the kink/broken wires was measured to be approximately 25 mm. Due to the broken wires, functional testing could not be performed. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.